Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a large thrombus in the arteriovenous fistula (avf) using an indigo system separator 7d (sep7d), indigo system aspiration catheter 7d (cat7d), non-penumbra catheter, and a non-penumbra sheath. During the procedure, the physician was experiencing resistance while advancing the sep7d to remove a lot of clot burden in the target location. After approximately halfway through the procedure, the physician noticed a radiopaque object under fluoroscopy. Therefore, the cat7d and sep7d was removed. Subsequently, upon inspecting distal end of the sep7d on the back table, the physician noticed the wire distal to the bulb of the sep7d had fractured. It was reported that the physician believes the fractured wire distal to the sep7d bulb came in contact with the stent struts from a previously placed stent in the cephalic arch and migrated into the pulmonary artery. The physician decided to leave the fractured wire of the sep7d in the vessel. The physician determined the wire was small enough and believed there was no risk to the patient. The procedure was completed using a balloon catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep7d confirmed the wire was fractured distal to the bulb. This type of damage typically occurs if the device is repeatedly advanced against tough clot burden. The core wire and wrapping wire may become kinked and may subsequently fracture. The reported interaction with a previously placed stent may have contributed to the fracture. During evaluation, the sep7d was advanced through a demonstration cat7d without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.